Event description:
Healthcare professional reported "I am reporting an adverse event with a tissue expander. The expander seems to have tore at the edge of where the smooth portion meets the area where the port is located". Device status unknown. Unknown if patient contact occurred.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation photo analysis: visual analysis of the photographs identified: ¿ deflation : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.